Event description:
Patient services received a call on 09/29/2011. Patient states that her device has been pacing at 43 ppm. She went in for her six month check and heart rate was at 43. She thought she was supposed to be programmed for 60 ppm for her lrl. Patient services discussed importance of talking with doctor or medtronic regarding her device function. Patient had medtronic number on her card. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).